Manufacturer narrative:
The distributor stated they installed new right and left siderail ucm boards and the bed began functioning properly.

Event description:
The account alleged that none of the bed functions would operate from either siderail. There were no alarms or manual functions available. No injuries.